Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia as rbgl reached to 500 mg/dl [hyperglycaemia]. Novopen 4 as it was not working and doesn't give dose [device failure]. Needle is left attached to the pen in between injections. [Product storage error]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "hyperglycemia as rbgl reached to 500 mg/dl(hyperglycaemia)" with an unspecified onset date, "novopen 4 as it was not working and doesn't give dose(device failure)" with an unspecified onset date, "needle is left attached to the pen in between injections.(device stored with needle attached)" with an unspecified onset date, and concerned a 720 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , actrapid penfill (insulin human) solution for injection, 100 iu/ml (dose, frequency & route used - 70 iu, qd, subcutaneous) (therapy dates - --/--/2019 to unk) from 2019 and ongoing for "diabetes mellitus", insulatard penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 40 iu, qd (20 iu/morn and 20 iu/night), subcutaneous) (therapy dates - --/--/2019 to unk) from 2019 for "diabetes mellitus". Patient's height: 165 cm. Patient's weight: 130 kg. Patient's bmi: 47.75022960. Dosage regimens: novopen 4: actrapid penfill: ??-???-2019 to not reported (dosage regimen ongoing), not reported to not reported (dosage regimen ongoing). Insulatard penfill: ??-???-2019 to not reported, not reported to not reported. Current condition: diabetes mellitus (since 2015 and type not reported) and hypertension. Concomitant products included - galvus met(metformin hydrochloride, vildagliptin) --/--/2015 to ongoing and cinobrel 10 mg (non-codable). From three months, patient suffered from hyperglycemia with blood glucose level of 500 mg/dl during using actrapid pen fill due to a novopen 4 problem as it was not working and did not give dose. The patient hba1c was 13.5 from one month (units not reported).the pen problem solved after change of needle and the pen was working. The patient's needle was usually reused till the time of changing the penfill with a new one adding that to avoid infection, the needle was sterilized using alcohol, also the patient left the needle attached to the pen in between injections. On an unspecifie date, the patient's 2 -hour postprandial test (2hppbgl) started to decrease from 500 mg/dl to 450 then the recent result was 368 mg/dl. Action taken to novopen 4 was not reported. Action taken to actrapid penfill was not reported. Action taken to insulatard penfill was not reported. The outcome for the event "hyperglycemia as rbgl reached to 500 mg/dl(hyperglycaemia)" was not yet recovered. The outcome for the event "novopen 4 as it was not working and doesn't give dose(device failure)" was not reported. The outcome for the event "needle is left attached to the pen in between injections.(device stored with needle attached)" was not reported. Batch numbers: novopen 4: evg6406. Actrapid penfill: lr7bh63, lr7bh63. Insulatard penfill: asku, asku additional dosage regimens: suspect product 2. Dose, frequency & route used 3. Therapy dates (if unknown, give duration) 6. Lot # 7. Exp. Date. #1 actrapid penfill regimen # 2 75 iu, qd, subcutaneous ongoing lr7bh63 03/--/2024. #2 insulatard penfill regimen # 2 50 iu, qd, subcutaneous.

Event description:
Case description: investigational results, name: novopen 4, batch number: evg6406. The product was not returned for examination. Batch evg6406 documentation was reviewed, and the qc test report of evg6406 was checked, especially checkpoint5: displacement test followed q106273-16.0, and test results were passed. There was nothing abnormal found. There was no relevant nc/deviation. Base on bpr, nc/dv and qc process checked, there was nothing abnormal found for batch evg6406. The batch documentation has been reviewed and found to be normal. Name: actrapid penfill 3 ml 100iu/ml, batch number:lr7bh63. The product was not returned for examination. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. Since last submission case has been updated with following, -investigation result updated. -annex b, c, d and g codes updated -narrative updated accordingly final manufacturer's comment: 31-oct-2022: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. However, device handling error such as needle reusage, device stored with needle attached between injections and storing the device in refrigerator can affect the functionality of device and can lead to variation in drug delivery. Patient's underlying medical condition of diabetes mellitus and morbid obesity are other confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary investigational results, name: novopen® 4, batch number: evg6406 the product was not returned for examination. Batch evg6406 documentation was reviewed, and the qc test report of evg6406 was checked, especially checkpoint5: displacement test followed q106273-16.0, and test results are pass. There is nothing abnormal found. There is no relevant nc/deviation. Base on bpr, nc/dv and qc process checked, there is nothing abnormal found for batch evg6406. The batch documentation has been reviewed and found to be normal.